Event description:
Provu video single use video stylet with et tube size 8.0 was used for a routine surgery. Patient had co-morbidities. After intubation patient's stats dropped and complications occured.